Manufacturer narrative:
One device was received for evaluation. A check plunger sensor alarm was revealed in the event history log. Functional testing was able to verify the reported problem. The plunger holders are resting on the flange holder when fully retracted are causing ¿check syringe plunger sensor¿ to trigger. Per the technical service manual, ¿ensure the syringe barrel clamp, flange holder and plunger holders are properly engaged, and the holders move freely¿. If flange holder is causing interference with the syringe plunger holders when fully retracted, move plunger driver out the way from housing slightly prior to powering on device. It was determined that the root cause was due to user error. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the plunger sensor needs to be checked. There was no patient involvement.